Manufacturer narrative:
One force triad generator was received, and an evaluation could not confirm a device defect that would contribute to the reported issue. Testing of the device found the returned sample met specifications in the received condition. The investigation found the device to function normally and within specifications.

Event description:
The customer reported that the device fired without being activated. Bipolar forceps were in use, and the issue was resolved by using the forceps with a different generator. No patient injury resulted from the issue.